Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the driver is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 558059) was returned for evaluation. The returned driver was examined with magnified photography. The tip of the driver was broken; the part has separated into at least two fragments (the body and any number of unknown fragments of the driver tip). As only the driver's body was returned, all evaluation will be of the breakage/fracture on the body. The main body's drive interface terminates with a complex fracture setup consisting of multiple fracture surfaces, specifically two predominant fracture surfaces; both were at an oblique angle to the device's axis (i.e. Non-perpendicular fracture plane). The regions adjacent to edges of the fracture surfaces exhibited no stretching or necking (i.e. No ductility). Surfaces appeared moderately smooth with sporadic texturing and occasional sharp edges (i.e no signs of fatigue). The observed driver damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggests a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Pure torsional brittle failure results in a fracture plane perpendicular to the device's axis; as the returned part exhibits multiple oblique/angled fracture planes, this may suggest that the device could have failed in a brittle manner during torsion with a potential additional off-axis loading component exacerbating the loading scenario, potentially leading to breakage. However, based on the information received the root cause could not be determined.

Event description:
It was reported "the surgeon broke the tips of a screwdriver during the aculoc2 plate system removal procedure. Information on the date of the first surgery and the plates and screws used were not available. The screwdriver tip could not be removed from the screw head. The surgeon cut off the plate, leaving the screws in the patient's body". The surgery was completed after a 30-min delay. There were no other adverse patient consequences reported. This report is related to report number 3025141-2023-00723 for the driver involved in this event.